Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience repeated malfunction, and was advised continuing using pump and call back if problem recurred, which customer acknowledged and understood.